Event description:
It was reported that the patient presented post implant procedure. Interrogation noted that the right ventricular lead exhibited high capture threshold. The lead was explanted and replaced on (B)(6) 2023. The patient is recovering from procedure.